Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an increase in impedances measurements. The shock impedances are greater than 125 ohms and the right ventricular (rv) pace impedance measurements have a few spikes of approximately 1,000 ohms. Additionally, the right atrial (ra) lead was also exhibiting out of range pace impedance measurements measuring greater than 2,000 ohms. An x-ray has been performed and the image looks unremarkable. Isometric arm movements were performed and revealed no change to rv pace/sense electrogram but some noise was seen on the shock channel. There are no episodes recorded in the arrhythmia logbook and the patient is well and asymptomatic. The alert lead was turned off and the ICD was programmed to use the ventricle only. Further investigation is being performed and the patient is to be re-evaluated in approximately a month. This product remains in-service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the lead was explanted.